Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The distributor claimed that the buttons required several presses to activate the desired pump functions. There was no adverse event associated with this complaint.